Event description:
A customer reported a signal loss issue while using the adc device with their iphone 14 (ios 16.1). The customer did not receive low/high glucose alarms and as a result, the customer experienced hypoglycemia. The customer was given juice by a third-party for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
"The product data has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. Attempted to activate high/low glucose alarms with ios/android/freestyle librelink configuration and successfully received high/low glucose alarms on the librelink app. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted."